Event description:
It was reported that during the procedure, physician felt resistance while advancing the subject coil within the microcatheter. The delivery wire of the subject coil seemed to be kinked, so it was retrieved and the subject coil was found detached prematurely inside the microcatheter. The subject coil was removed along with the microcatheter. The microcatheter was reinserted and the procedure was completely successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date - added d4 expiration date - added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was when the subject coil was inserted into a catheter, there was significant resistance in the middle of the microcatheter. The resistance was so great that the delivery wire seemed to be kinked/bent, so it was retrieved and found that the coil had been prematurely detached. It was reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient. However, it was reported that continuous flush was not set up and maintained during the procedure. As per the dfu in order to achieve optimal performance of the detachable coil system it is critical that a continuous infusion of appropriate flush solution be maintained, as this was not carried out, its likely this caused the reported friction and premature detachment. So therefore, a probable cause of user error will be assigned to the as reported "coil in catheter friction", "coil delivery wire kinked/bent" and "main coil prematurely detached/separated during use", since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during the procedure, physician felt resistance while advancing the subject coil within the microcatheter. The delivery wire of the subject coil seemed to be kinked, so it was retrieved and the subject coil was found detached prematurely inside the microcatheter. The subject coil was removed along with the microcatheter. The microcatheter was reinserted and the procedure was completely successfully. No clinical consequences were reported to the patient due to this event.